Event description:
A surgeon reported that six years following intraocular lens (iol) implant surgery, a pt reported decreased visual acuity and blurred vision. The lens was exchanged. Following the surgery, the pt reports his vision has improved. The surgeon considers the event to be resolved.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Add'l info was requested and received.